Event description:
Customer reports one incident of a blood leak on reuse number 11 at the onset of treatment. Noted by a blood leak alarm and visible blood in the dialysate compartment. Estimated blood loss was 250 cc. Treatment continued with a new dialzyer and new bloodlines without incident. No pt injury or medical intervention was reported.